Event description:
Pt's family member reported that pt is having vision problems, triple vision, poor depth perception and pt feels as if something is in the eye. Lens remains implanted in the pt's eye. It is unknown if this event is related to this product.